Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries, button has a crack on it, and customer experienced a non-delivery alarms. In addition, the customer reported the cgm and pump sensor glucose vs. Blood glucose are off by 50-100 points. Blood glucose at time of the event is unknown. No harm requiring medical intervention was reported. Troubleshooting was not performed. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On 02/22/2022 the customer alleged failed battery test alarm, cosmetic damage (cracked keypad button), and no delivery/occlusion alarms. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and cracked keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history no failed battery test alarms were found, however these battery related alarms were found: low battery alarm: on 02/11/2022 at 17:03:00. Insert battery alarm: on 02/11/2022 at 17:04:13. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. No confirmed no delivery alarms in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected low battery, insert battery, failed battery test, nor no delivery alarms during testing. In summary, pump passed required testing. Customer alleged for failed battery test alarm was not confirmed. Customer alleged for no delivery/occlusion was not confirmed. Customer allegation for cosmetic damage (cracked keypad button) was confirmed during visual inspection where cracked keypad overlay was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.